Event description:
The customer states that a probe crash occurred with the axsym troponin-I adv reagent kit (lot 47237m203). The customer states that the gray cap detached from the lid with the probe puncturing and lifting it from the carousel. No injuries were reported. There is no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.